Event description:
It was reported the ECG (electrocardiogram) cable was noisy when connected to a patient. Replacement cable ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.